Manufacturer narrative:
Section d4: lot number and unique identifier (UDI) # has been updated. The device history record (DHR) for lot 2409303764 was reviewed and no anomalies related to the reported issue were observed. Two pictures and a few devices were received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. A quality alert was created, and manufacturing personnel were notified of this complaint for awareness and all information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that end of the catheter seems to be bent, damaged.